Event description:
The customer contact reported breakage of the distal tip of the option-lok male adapter. The tubing set was being used to deliver an unspecified medication, via a symbiq pump. On an unspecified date, it was reported that the option-lok male adapter of the reported that the option-lok male adapter of the tubing set was connected to the pt's IV access site. After an unspecified length of time at the completion of the delivery, it was reported that while the nurse was disconnecting the tubing set from the pt's IV access site, the distal tip of the option-lok male adapter broke off. It was reported that a piece of the option-lok male adapter of the tubing set remained lodged inside the pt's IV access site. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were reported. Though requested, no additional information was provided including if the pt's IV access site was replaced.

Manufacturer narrative:
The customer contact indicated the device was discarded. Hospira has completed a formal investigation to address similar complaints due to spin collar option-lok connection problems with other devices which resulted in leaks, cracks, and general connections events. Based upon the investigation results, hospira has identified that it needs to make dimensional changes to the spin collar that will improve the compliance with the iso standard (594-2) and interaction with other components. The planned improvements will optimize the design of the thread, taper, and taper protrusion of the option-lok to minimize identified failure modes and resultant complaints. This report represents all the info known by the reporter upon query by hospira personnel.